Event description:
It was reported the patient experienced increased pain. The daily rate of the medication was increased and the pump refilled with new morphine. On (B)(6) 2009, an x-ray of the device revealed that the catheter had not migrated. An MRI without contrast was also done on (B)(6) 2009 and was noted as "unremarkable." The catheter was replaced on (B)(6) 2009. The patient outcome was noted as resolved without sequelae on (b)(9) 2009. The pump was used to deliver morphine.

Manufacturer narrative:
Catheter model # 8709, lot # n112518015, implanted: (B)(6) 2008, explanted: (B)(6) 2012.

Manufacturer narrative:
(B)(4).